Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how long was the delay? Minutes, exact unknown. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain, no. Patient¿s current status? Unknown. Name and date of procedure, unknown. Please also provide us with an update with regards to the product return. Have you already returned the product for analysis? Collected.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure the suture snapped. A like device was used to complete the procedure. The procedure had a few minutes delay. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/20//2020 additional information: d10 h3 evaluation: unopened samples of product were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The needles were cutting and no blunt was noted. The sutures were dispensed without problems and examined along the strand with no defects, damage or suture breakage noted. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of samples received, no suture breakage or dull needle was found and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.